Event description:
Boston scientific crm received information this left ventricular (lv) lead was exhibiting loss of capture and elevated thresholds due to suspected lead dislodgement. Placement of the lead was difficult due to tortuous patient anatomy.

Manufacturer narrative:
A boston scientific technical services consultant discussed the reported clinical observations with the caller. The caller stated that the physician may choose to program off the lv lead as the patient doesn't required lv therapy. No other adverse events have been reported. This issue will be re-evaluated if additional information is received.